Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the verbatim provided, identified that (B)(4) collapsed tubes was appropriate.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had molding defects. No serious injury or medical intervention reported.